Event description:
It was reported that during insertion of a trochanteric fixation nail (tfn) helical blade into a tfn nail, the blade got caught in the nail and would not advance. The surgeon had to pull the nail and blade out of the patient and open a new set to put in the implants. The issue was with the aiming arm, insertion sleeve and insertion guide. Reportedly the same nail and helical blade were reinserted back into the patient, using the new aiming arm/insertion handle construct. The coupling screw was reported to be fine. There was no harm to the patient and there was only about an eight minute delay in surgery. They assembled another insertion construct with a nail after surgery and found resistance as well. This report is for the unknown nail this is report 4 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the nail, part and lot number unknown. Additional common device name: hwc. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.